Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome. The sheath of the sphincterotome reportedly "cracked" near the distal end causing the radiopaque band to dislodge from the catheter. The detached band became dislodged inside the tail of the pancreas. Retrieval of the band was attempted with a cook endoscopy soehenndra stent retriever, but this was unsuccessful. The pt was kept in the hospital overnight for observation and released the next day. The pt admitted to the hospital in 2008, due to pancreatitis. The info provided indicated the pancreatitis occurred due to the presence of the band in the pancreas. The pt was treated with antibiotics and fluids. A scan revealed the band had migrated to the head of the pancreas. At this time retrieval of the band was not attempted because the physician believes the band will pass naturally through the gastrointestinal tract.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. The instructions for use for the fusion product line advise the user that in order to facilitate introduction of other wire guided accessory devices, the wire guide must be retracted until it exits the ide port. This activity allows the wire guide to become free from the fusion omni-tome. At this point, the fusion omni-tome would be free to be removed from the endoscope and the wire guide may be left in place. The fusion wire guide locking device holds the wire guide stationary. If the fusion omni-tome is connected to the wire guide via the ide port and the wire guide is locked on the fusion wire guide locking device, this will create resistance in removal of the omni-tome. Resistance would occur when the ide port of the fusion omni-tome reaches the area of the wire guide lock. For advancement of the fusion omni-tome onto the wire guide, the instructions for use for this product line instructs the user to disengage the wire guide from the locking device. Likewise, the wire guide must be separate from the wire guide locking device for fusion accessory removal while in this position. If the device experiences excessive pressure when resistance is met during removal, splitting of the catheter at the ide port can occur. A split in the catheter near the ide port can occur if removal of the catheter was attempted without releasing the wire guide. A severe split of the catheter (or "cracking") can result in band detachment from the catheter. Prior to distribution, all fusion omni-tome are subjected to a visual and functional inspection to ensure integrity of the device. The visual exam includes an inspection of the catheter tip for smoothness under magnification. The inspection also includes verification that the band is secure on the catheter. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risky priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.